Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 38 months post-implant of this 12mm pulmonary bioprosthetic valved conduit in a pediatric patient, the device was replaced with an 18mm pulmonary valved conduit of the same model. The reason for the replacement was not reported. There was no report of adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.